Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The bag/vent switch was replaced.

Event description:
The hospital reported that, during a case, the bag/vent switch was not working as expected. There was no report of patient injury.